Event description:
It was reported the customer was hospitalized for low blood glucose. Date of the customer's hospitalization was 02/05/2015. Customer's blood glucose declined to 26 mg/dl, prompting the paramedics to be called. The customer was treated with an IV by the paramedics, raising their blood glucose to 200 mg/dl. Customer's blood glucose was 130 mg/dl at the time of admission. It was also found the customer was unresponsive prior to the paramedics being called. The customer also reported receiving a compromised force sensor system alarm. Troubleshooting found the customer's drive support cap appeared to be normal. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during prime test due to moisture damage force sensor. Unable to perform the occlusion, excessive no delivery and basic occlusion test due to prime alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked lcd window.